Manufacturer narrative:
Updated data: h6 corrected data b2 - corrected intervention req to blank as intervention req was erroneously selected on the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 99 mm and calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic balloon. The valve was checked under fluoroscopy and the loading was confirmed to be successful. Subsequently, at 80% deployment, an infold in the valve frame was noted. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A new valve was checked under fluoroscopy and loading was confirmed to be successful. A second bav was performed using a non-medtronic 26 mm balloon. The new valve deployed to 80% with better expansion noted on an angiogram. A post-deployment echocardiogram revealed moderate paravalvular leak. A post-implant bav was performed using a 28 mm non-medtronic balloon. An echocardiogram after the post-dilatation revealed moderate central aortic insufficiency. A non-medtronic valve was placed inside the evolut. There was a one hour procedural delay.

Manufacturer narrative:
Image review: three static images and one media file were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the valve implant attempt an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that a new valve was prepped, loaded and confirmed a good load. It was reported that another pre-implant balloon aortic valvuloplasty was performed using a larger balloon. The new valve was deployed just prior to the point of no recapture and appeared to be well expanded at a depth of approximately 1-2mm on the non-coronary cusp in the cusp overlap view, and no evidence of infolding. Depth on the left coronary cusp is unknown. It was reported that post valve implant echo assessment showed moderate paravalvular leak therefore a post-implant balloon dilatation was performed using a 28mm non-medtronic balloon, but it was not specified if it was a noncompliant or semi compliant balloon. An echocardiogram performed after the post implant dilatation revealed moderate central aortic insufficiency and subsequently a non-medtronic valve was implanted. As stated in the instructions for use (IFU), to mitigate trauma to the annulus or the evolut fx+ tav bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a compliant, semi-compliant, or non-compliant balloon should not exceed a certain level, and the applied inflation pressure should be no greater than 2 atm. Caution: overexpansion of the narrowest portion (waist) of the evolut fx+ tav beyond the levels set forth in the IFU has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. In this case, applied pressure is unknown. Images of the post implant dilatation, echo images and the second valve implantation were not provided. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy and an annulus perimeter that measured 99mm falling outside of medtronic¿s sizing criteria. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.